Event description:
Discordant immulite 2500 stat troponin assay results were obtained on six different patient samples. The customer performed repeat testing and the results were negative for five of the patient samples and a lower positive result value for one other patient result. The initial results were not reported for five of the six patients. It is unknown which patient result was reported. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that there are no known causes for the discordant stat troponin result. It was noted that the customer performed troponin testing with patient serum. The instruction for use does state that the intended use is for in vitro diagnostic use with the immulite 2500 analyzer for the quantitative measurement of troponin I in heparinized plasma. No further evaluation of the device is required. The instrument is performing within specifications.